Event description:
It was reported that during implant attempt secondary to vessel anatomy, could not position the lead in satisfactory position. Lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, full lead analyzed.